Event description:
An event was reported of a bolt that fell out of this lift. No report of an injury. The reporter was contacted for additional detail and clarification, however to date no further information has been received.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model roze, serial number/date code (B)(4) is approximately 1 year, 11 months old. The owner's manual part number 1150703, rev.c(jul-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event however no further information was received regarding consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.